Event description:
The customer contacted carefusion technical support to request a new gas delivery ventilator (gde) for one of their ventilators. The customer reported that the ventilator will not calibrate fio2 no matter what they do. This issue was identified during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support issued a return goods authorization (rga) number to the customer for the return of the alleged faulty gas delivery engine (gde) for evaluation. The alleged faulty gas delivery engine was received by carefusion on march 04, 2015, and is awaiting evaluation. Once evaluated, a follow-up medwatch report will be submitted.